Event description:
It was reported that the patient was experiencing ineffective therapy due to migration of the right lead. The physician assessed that the migration was due to the suture breaking on the existing clik anchor. In addition the patient experienced a seroma at the ipg pocket site. The patient underwent a revision procedure and the ipg was relocated and the lead was replaced. The patient was doing well postoperatively. Additional information was received that the patient was placed on a course of antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number: sc-4318, clik anchor, lot number: 22062820. Model number: sc-2352-50, linear 3-4 lead, serial number: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective therapy due to migration of the right lead. The physician assessed that the migration was due to the suture breaking on the existing clik anchor. In addition the patient experienced a seroma at the ipg pocket site. The patient underwent a revision procedure and the ipg was relocated and the lead was replaced. The patient was doing well postoperatively.